Event description:
The programmer was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer started up with a serious programmer problem and an error code displayed. New software was installed to resolve this issue. Analysis also found the ECG (electrocardiogram) connector terminal was broken (loose on the lem (link electronic module) printed circuit board assembly); it was noted ground pins were broken off the ECG connector terminal. The stylus was missing and the left keyboard hinge was broken. The programmer failed functional test due to the lem printed circuit board assembly (component failure, cause unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer could not be opened; an error code was seen. The programmer is expected to be returned for repair. There was no patient involvement.